Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the angle attachment device was overheating. It was reported that the event was not related to a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined there was high temperature in the elbow and base of the attachment. It was further determined that the gears and bearings had corrosion from normal use over time and can create heat in the base and elbow. The assignable root cause was determined to be component damage caused from normal use and servicing over time, the failure was caused by worn out bearings and gears. If additional information should become available, a supplemental medwatch report will be submitted accordingly.